Manufacturer narrative:
No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The jaws were found to be yeilded, unk how the damage occurred. No incident related to the reported event could be found during functional analysis.

Event description:
The device was used during an unk procedure, the clips would not advance. No patient consequences.